Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had high blood glucose level. The customer reported that his blood glucose level was 500 mg/dl. The customer reported that the sensor glucose level was dropping and it suspended. The customer¿s blood glucose level was below 90 mg/dl. The customer¿s infusion set was bent. The customer reported that his blood glucose was skyrocketing to 500 mg/dl two days ago from the day of reporting and it was treated with pump. The insulin pump will not be returned for analysis.